Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was not building vacuum in quadrants. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to replicate the reported event. The nonconforming fluidics module and fluidics printed circuit board (pcb) were replaced. The system was then tested and was found to have met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The fluidics module and fluidics printed circuit board (pcb) were received for evaluation. A visual assessment of the returned samples found a damaged motor valve on the fluidics module. The returned fluidics module was installed into a calibrated system, where it was unable to prime a fluidics management system (fms). The returned fluidics pcb was then installed into the calibrated system with the hotbed fluidics module, where it was found to meet specifications. The root cause can be attributed to the motor valve being nonconforming. However, how or when the sample became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming fluidics module and fluidics printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming fluidics module and fluidics printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).